Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and the air/water channel both had foreign objects (white foreign materials) and the outside shield unit (scope connector) was dirty. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Additionally, the most probable cause for the foreign material: olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image and presented several communication errors: e226, e117, e216. There were no reports of patient harm.